Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Information received through the edwards implant patient registry indicated 26 months post implant of the 23mm sapien xt, the scheduled surgical avr was performed. The xt valve was explanted and a carpentier-edwards perimount surgical valve was implanted.

Event description:
As reported through the partners ii b clinical trial, twenty-two months post tavr procedure, the patient was scheduled for a planned surgical avr due to aortic re-stenosis. Initially, a 23mm sapien xt valve was deployed in an existing edwards aortic surgical valve. Discharge echo showed a peak gradient of 52.64mmhg and mean gradient of 27.86mmhg. Post procedure echocardiogram confirmed the peak gradient was 20mmhg with a mean gradient of 9mmhg. Echo performed one year post tavr confirmed a peak gradient of 84.20mmhg with a mean gradient of 48.77mmhg. A follow-up visit note almost two years post tavr indicated there was elevated valve gradient with a recommendation to follow-up closely. The mean gradient was 55mmhg, suggestive of severe aortic stenosis; likely due to patient prosthesis mismatch. Mild paravalvular leak (pvl) was noted and the bioprosthetic valve appeared to exhibit normal function. A surgical aortic valve replacement procedure has been scheduled.

Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Valve stenosis may result in symptoms such as sob and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the cause of the valve stenosis twenty-two months post tavr cannot be confirmed. Patient co-morbidities may have contributed to this event. The scheduled surgical aortic valve replacement procedure has been postponed to a later day. No additional information is available at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.